Manufacturer narrative:
Product complaint # (B)(4). Photographic analysis: upon visual inspection of two photos, the following was observed: the first photo shows a blue reload from top view and the pan cartridge was noted dislodged from right side. The second photo shows a blue reload from aside view and it can be seen several leg staples protruding. Based on the photos reviewed, the event describe is confirmed, however no conclusion or root cause could be determined. Please refer to the device analysis for full analysis details and conclusion. Additional information received: as customer faced with "would not fire" issue, he wanted to check the sled's position to verdict it was lock out or ramp stall, he could not find the sled, so he removed the pan, but still could not find the sled.

Manufacturer narrative:
(B)(4). Batch r5c566. Investigation summary: the analysis found that one psee60a device was returned with no apparent damage and with a gst60b cartridge reload present. The cartridge was received with the one piece sled missing and 1 double drivers out of position making the reload non-functional. In addition the cartridge pan was noted to be dislodged from left side. Upon further inspection, the spring firing trigger was noted to be loose and out of its intended position. While no conclusion could be reached as to how the spring firing trigger, one piece sled and driver became out of position. In addition it should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that during the endoscopic lobectomy surgery, could not fire when severing pulmonary lobe tissue on the firing. Changed another brand's device to complete surgery. There was no patient consequence reported. After surgery, the surgeon removed the reload, noted without sled,detached the pan of reload, still no sled was noted as the photo shows. No additional information can be provided.